Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the pump powered on with a blank screen. The auditory and vibratory alarms were present. The pump was opened for investigation. The display screen wire was reseated and the display illuminated; however, the display was dim. A test display was attached to the pump and illuminated properly was clearly legible. Complete troubleshooting of the pump was not possible due to the defective display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.